Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: testing was unable to duplicate the loss of prime complaint, but the black box showed loss of prime warnings related to replace cartridge alarm and pump not primed after rewind. No valid loss of prime events were observed in the black box. A 24hr duration test was completed with no loss of primes duplicated. The force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; forces sensor pins are fully seated and solder connections are intact. No evidence of moisture contamination was observed. Unrelated to the complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad: the returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a loss of prime issue. There was no allegation of an adverse event. The device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: testing was unable to confirm or duplicate the loss of prime issue. Evaluation did find a dim display and a cracked battery compartment. This report is made based on the results of the investigation completed on (B)(4) 2015.